Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a surgeon was experiencing resistance from the handpiece as he was inserting the intraocular lens (iol). The lens and haptic broke once it was injected. The surgeon was able to remove the lens pieces during the same surgery and a new iol was inserted with no further problems. There was no harm to the patient. This is the second of two records for this facility.